Event description:
It was reported that the pt had a change in their level of consciousness. The pt was receiving a dose of 420ug/d (1000ug/ml). The physician planned to decrease the pt's dose to the lowest dose possible. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.